Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough, roter wire; guide cath: mac 1, roter link. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified, moderately tortuous, 75% stenosed distal circumflex. Intravascular ultrasound would not advance through the anatomy. A non-abbott balloon catheter was used for initial pre-dilatation; however, the balloon ruptured at 6 atmospheres. The 2.25 x 12 mm nc trek was advanced for additional pre-dilatation; however, the balloon ruptured on the first inflation at 4 atmospheres for 5 seconds. A rotablator was used to complete the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.